Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 7 pockets c1, c2, b1, and b2 had failed and could not be recovered. The customer tried to reboot and recover the drawer, but the problem was not resolved. The customer stated that they managed to get the medication from pharmacy that caused a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-feb-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 4 was off the bus. A field service engineer (fse) found that the row board cable was loose on the drawer controller. The fse reconnected the connection to resolve the issue. Further the fse ran diagnostics and customer verified operation in application. The system functioned as intended after the field service engineer repaired the device.